Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was final tightening the set screws for an expedium 5.5 lumber fusion and the screwdrivers stripped their threads. Three in succession. A 4th supplied screwdriver completed the procedure without delay.

Manufacturer narrative:
(B)(4). Three (3) mmsi final tightener ¿ x25 drivers [product code: (B)(4)] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that approximately 0.5mm of the hexlobes on the three x-25 driver distal tips had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with drivers that were on axis, however, not fully seated during use. Noted damage also suggests that these drivers were subjected to unanticipated torsional forces during tightening, resulting in the tips becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the x25 tighter distal tips becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tips of the tighteners drive features suggesting that these drivers were subjected to unanticipated torsional forces during tightening, resulting in the tips becoming stripped.. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.